Event description:
On (B)(6) 2009, patient reported there was insulin in her primary infusion device; she is currently using her back up infusion device. She states she noticed this concern approximately 2 months ago. Patient reports she was inserting a new insulin cartridge when this occurred. Patient reports she does not know how insulin got into the insulin cartridge chamber; she did not spill it. Patient states there is no leak in the system. She reports it was a small amount of insulin; not enough to pour out. Patient states she has let infusion device sit for 2 months to dry out and states it looks completely dry now. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No return requested for suspect product.

Manufacturer narrative:
No product will be returned for evaluation.